Event description:
It was reported that the patient underwent a myomectomy in 2006. During the procedure, the patient's blood flow decreased and heart rate increased for five minutes, and a gaseous embolism was believed to be the cause. The patient's symptoms resolved after five minutes. The patient was released from the hospital the following day. The anesthesiologist believes that the event was working for a long time in the uterus of the patient with "in" and "out" movement which may have generated bubbles.

Manufacturer narrative:
Conclusion: air/gas embolism during operative hysteroscopy can occur during the use of any operative hysteroscopic device. It can be the result of opening vasculature during resection and entrainment of air or gas. It has been demonstrated that the gases produced by the versapoint bipolar system do not differ from those produced by monopolar devices. Further, the composition of the gases produced by hysteroscopic electrosurgery do not apperar to lead to clinical sequelae when entrained into the vasculature. It is more likely that room air introduced into the uterus during insertion or removal of the devices is responsible for most of the clinical events. Thus, it is not the device itself that is responsible for this event.